Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter(s) subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter(s) tilted, embedded, struts perforated ivc wall, and struts fractured and severely bent. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited information received, it could not be conclusively determined which filter experiences which malfunction/event. Without procedural films for review, the filter tilt, fracture and kink/bent of strut reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture/kink of a particular filter strut. The legal briefing mentioned a perforation. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. It is unknown if the tilt contributed to the reported perforation. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilted, embedded, struts perforated ivc wall, and struts fractured and severely bent. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received on 21-aug-2018 revealed that only one unknown cordis filter had been implanted. All additional information pertaining to this incident shall be submitted under this case (B)(4). Code 3191 is for internal bleeding. Additional information was provided and is available in: (age at the time of event, date of birth). (Event date). (Event description). (Date received by the manufacturer). (Evaluation codes). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of an unknown cordis filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilted, embedded, struts perforated ivc wall, and struts fractured and severely bent. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, fracture, tilt, and filter embedded in wall of the ivc. The patient reports reports internal bleeding and leg swelling in both legs. The following additional information received per the medical records state that the filter was implanted just below the renal vein during a left heart catheterization. The patient tolerated the procedure well.

Manufacturer narrative:
As reported, the patient underwent placement of an unknown cordis inferior vena cava (ivc) filter. The indication for filter placement is not available. Per the medical records state that the filter was implanted just below the renal vein during a left heart catheterization. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilted, embedded, struts perforated ivc wall, and struts fractured and severely bent. Per the patient profile form (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, fracture, tilt, and filter embedded in wall of the ivc. The patient reports internal bleeding and leg swelling in both legs. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Filter kink/deformation is a known potential product behavior and may be related to the phenomenon of fracture. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Internal bleeding may be related to the perforation of the ivc construct and is a known potential adverse events associated with the use of the filter. Swelling does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.